Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.